Manufacturer narrative:
Corrections to all fields. This report was submitted in error. There is no information available that suggests that there was a malfunction of the device. This device did not cause or contribute to a death or serious injury.

Event description:
This report was submitted in error. There is no information available that suggests that there was a malfunction of the device. This device did not cause or contribute to a death or serious injury.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Attempts to obtain additional information have been made and no answer has been provided yet. The review of traceability shows no evidence on device deviation that may have an impact on this case. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Roi-c: broken cage during impaction of the anchoring plate. Breakage of the implant during impaction of the anchor. No impact for patient. No delay. According to the reporter, surgical technique was followed. Additional information was requested. Investigation ongoing.